Manufacturer narrative:
Product complaint (B)(4) . Date sent to the FDA: 11/3/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned sample determined that forty-seven opened samples of product code j486 (single-armed strand) were received for evaluation. As per visual inspection of all samples, no breakage suture was observed, and the sutures could not be dispensable since the suture was observed with excessive pressure into the winding former caused that the sutures were indispensable. A functional test was not performed due to the sutures could not be dispensed from the winding former. Functional test was performed, to needle by resistance and met the requirements. The indispensable suture defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the indispensable suture was identified during the visual inspection of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? Could you please confirm what was broken? The suture or the needle? Please confirm. What was used to complete the procedure? How many devices present the issue (breakage)? Could you please confirm what is the current condition of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Note: events reported via 2210968-2021-07846 and 2210968-2021-07848.

Event description:
It was reported that a patient underwent a joint replacement procedure in 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.